Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Was using the mcreynolds adaptor to remove an accolade 2 stem and the tip of the threads broke off in the stem. When the adaptor resales ed from the stem the tip was missing.